Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod ran for 31 pulses, with first prime only running for 21 pulses. The first priming sequence ended too early, resulting in the ratchet gear firing flat not being lined up with the release bar at the end of second prime. This prevented the needle from deploying as expected. The rotational sensor data contained incorrect sensor readings, indicating a rotational sensor assembly malfunction. Inspection of the drive mechanism found the top ratchet retainer pin to be loose. It could not be conclusively determined if the loose ratchet retainer pin contributed to the rotational sensor malfunction that prevented the needle mechanism from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.